Event description:
Livanova (B)(4) received a report that, one 3t heater-cooler device had heterotophic count of 440 pre-cleaning and the post-cleaning was negative. Per dfu heterotopic should be < 100. Ecoli and ntm sample resulted both negative pre/post cleaning. The result of the six week ntm has not been provided to livanova. There is no report of any patient injury.

Manufacturer narrative:
There was no known patient involvement. Event date is unknown. Mode, serial number and UDI are pending. Hospital name and address are pending manufacturing date is pending livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in united states. If relevant information will be gather, follow-up report will be submitted.

Manufacturer narrative:
H10: customer supposed that there was a daily peroxide issue or not cleaning the device drainage valve. No other similar complaints have been filed in the past years by vegas customers, therefore the case may be isolated. No additional information could be retrieved from the customer. Despite a relationship between the device and the reported issue cannot be excluded, no definitive conclusion could be established.

Event description:
See initial report.